Event description:
During bypass surgery the blood oxygenator failed to adequately oxygenate the pt's blood. The oxygenator was swapped out. Surgery continued and the new oxygenator worked properly. Pt subsequently died on 10/3/1999.